Event description:
Patient had been sent home; after a few days, they began to develop problems urinating. Patient was examined in the ER, and it was noted by personnel that the plastibell had broken in half. The plastibell unit was removed; the patient was sutured and released without further incident.